Manufacturer narrative:
(B)(4). The device is still under analysis and the repair has not been completed.

Event description:
Report received that while in use on a patient, a 980 ventilator generated an occlusion alert. The patient was removed from the ventilator and placed on an alternate ventilator without any negative consequence to the patient.